Manufacturer narrative:
Analysis of returned product revealed a kink at the distal section caused by a bent center support observed under x-ray and confirmed after dissection. Visual failed due to the kink at the distal section. Microscopic inspection failed due to the broken condition of seals adhesive.

Event description:
Reportable based on analysis completed on 15jan2020. A blazer prime was returned with no associated allegations against the device. However, returned device analysis revealed broken seals.